Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
"Patient had a redness but not swollen on his right hand which he had an arterial line on it. So the redness got worse during the day with bruises. Ischemia on the right hand (right hand became black). Arterial line was on right radial artery. Line was removed. Pulse palpable. Perfusion warm. No treatment delay." Additional information from hospital reported the issue with the catheter was the inability to trace blood pressure and draw blood sample causing the cathter to be not functional after 1 day needing replacement. All of this caused delay with the patient needing longer stay due to the ischemia. The patient was reported as deceased due to their underlying condition and the device was not contributory. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
"Patient had a redness but not swollen on his right hand which he had an arterial line on it. So the redness got worse during the day with bruises. Ischemia on the right hand (right hand became black). Arterial line was on right radial artery. Line was removed. Pulse palpable. Perfusion warm. No treatment delay." Additional information from hospital reported the issue with the catheter was the inability to trace blood pressure and draw blood sample causing the catheter to be not functional after 1 day needing replacement. All of this caused delay with the patient needing longer stay due to the ischemia. The patient was reported as deceased due to their underlying condition and the device was not contributory. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
"Patient had a redness but not swollen on his right hand which he had an arterial line on it. So the redness got worse during the day with bruises. Ischemia on the right hand (right hand became black). Arterial line was on right radial artery. Line was removed. Pulse palpable. Perfusion warm. No treatment delay." Additional information from hospital reported the issue with the catheter was the inability to trace blood pressure and draw blood sample causing the cathter to be not functional after 1 day needing replacement. All of this caused delay with the patient needing longer stay due to the ischemia. The patient was reported as deceased due to their underlying condition and the device was not contributory. Additional information was requested but was not available at the time of this report.